Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the table's cradle movement was getting activated automatically. Troubleshooting and analysis of the system log file indicated that the user had a tilting table and the table was in the tilt position when the issue occurred. The root cause was determined to be that the table had not been set to zero. The fse set the table to zero and informed the user that the table had to be set to zero every day. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's table moved automatically. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.